Event description:
Four (4) aptus endoanchors were used to treat a 5.5 cm in diameter abdominal aortic aneurysm. The physician elected to proactively implant the endoanchors below the renal arteries due to the minimal aortic neck. The first three endoanchors were implanted without issue. After completion of stage 1 deployment everything appeared fine; however, during stage two deployment of the fourth endoanchor, the physician noted that there was blood exiting out of the competitive balloon catheter, which was inflated to protect the right renal artery. The balloon catheter was then attempted to be removed; however, the balloon catheter could not be removed since the endoanchor punctured the competitive stent and then embedded into the balloon catheter. The physician put the guide and the applier back up in an attempt to release the endoanchor from the balloon catheter, but was unsuccessful. Next a balloon was inflated below the renal arteries and additional force was used to successfully remove the balloon catheter. Upon inspection of the balloon catheter after removal, there was a tear in the balloon with a corresponding hole in the catheter section within the balloon. The physician did a final angiogram and both renal arteries were patent. It was also reported that the pre-close failed to close the artery on the right side. The patient was fine at the end of the procedure. The physician stated the cause of the event was due to the very challenging and angulated anatomy, which likely impacted proper imaging.

Manufacturer narrative:
(B)(4).